Manufacturer narrative:
B3 date of event was estimated based on aware date since the actual date was unknown. B5 describe event or problem: corrected.

Event description:
It was reported that vessel dissection occurred. A wolverine coronary cutting balloon was selected for use. During the procedure a dissection occurred. The procedure was completed successfully, and no patient complications were reported. Additional information was requested but further information is available. It was previously reported that additional information was available, but it should have been reported that no additional information is available.

Manufacturer narrative:
B3 date of event was estimated based on aware date since the actual date was unknown.

Event description:
It was reported that vessel dissection occurred. A wolverine coronary cutting balloon was selected for use. During the procedure a dissection occurred. The procedure was completed successfully, and no patient complications were reported. Additional information was requested but further information is available.